Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Unknown when device malfunctioned. Device is an instrument and is not implanted/explanted. Reporter is synthes sales consultant. The subject device has been received and the product evaluation is in progress. No conclusion can be drawn. A review of the device history records has been requested and is currently pending completion. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, in a sterile processing department, a compression/distraction device was discovered not working properly. The distraction wheel jammed up and the ratcheting wheel looks bent. The device is unable to disassemble and/or use for surgery. There is no patient involvement. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Customer quality conducted an investigation of the returned device. Investigation flow: device interaction/functional visual inspection: the compression/distraction device was returned to us customer quality (cq) with the slider component jammed. The tooth wheel on the thumb screw was observed to be deformed. Additionally, discoloration and scratches on the surface consistent with wear were observed, which would not impact functionality. Based on the visual inspection, the received condition does agree with the complaint description, thus the complaint is confirmed. Functional test: the reported complaint condition was able to be replicated as the device was received jammed with the slider component unable to slide across the main body of the compression/distraction device. Additionally, the thumb screw was unable to rotate fully due to the deformation to the tooth wheel, which could contribute to the reported condition. Functional test was performed, and the complaint condition is confirmed. Dimensional inspection: dimensional analysis was not performed as the returned device was received jammed and the internal components could not be measure. Document/specification review: device record history was not performed as the lot number could not be obtained due to the slider being jammed at the region where the lot number is etched. The following drawings were reviewed: top level drawing for distractor compact foot, se_196800, se_157150, thumb screw, tooth wheel. Conclusion: while no definitive root cause could be determined, it is possible that the deformation to the tooth wheel of the thumb screw along with rough handling and/or excessive force during use could contribute to the complaint condition. Therefore, the complaint is confirmed. No design or manufacturing defect or deficiency was observed during the investigation. No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed lot number is unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.